Manufacturer narrative:
The cystofiberscopes have not been yet returned to olympus for evaluation as they are under internal investigation by the user facility. Since the serial number were not provided, the device manufacturing history for each involved device was not able to be reviewed. The exact cause of the user's experience cannot be conclusively determined; however, the user facility's reprocessing practices could not be ruled out as a contributory factor.

Event description:
Olympus was informed that 4-5 patients tested positive for pseudomonas infection after having undergone diagnostic cystoscopy. The patients were examined using different cystofiberscopes. Two of the patients were hospitalized. The fifth patient has not been yet confirmed. No additional information was available. A reprocessing in-service was offered but declined by the user facility. Olympus sales representative visited the user facility and observed that the staff was only flushing but not brushing the channel of the cystofiberscope. No additional information was provided.